Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported through medwatch mw5078484 "drill bit broke while in use. No harm to patient.

Event description:
As reported through medwatch mw5078484 "drill bit broke while in use. No harm to patient.

Manufacturer narrative:
This event was reported under 0008031020-2018-00610. Therefore, this record is being cancelled.